Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of atrial fibrillation. The length of the membranous septum was 3.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The valve was noted to be under expanded. Post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown balloon. Post-implant, the patient was in bradycardia with intermittent heart block. A temporary pacemaker was placed to stabilize. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The patient was discharged.

Manufacturer narrative:
An event of valve under-expansion and heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported under-expansion could be due to patient condition. However, this could not be confirmed. The reported heart block was cascading effect of valve under expansion. The reported unexpected medical interventions and surgery are results of case-specific circumstances, as post-implant valvuloplasty and temporary pacemaker were performed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: 2993.